Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted during testing. The insulin pump was monitored and backlight function properly.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the buttons were unresponsive. The customer's blood glucose was 122 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.